Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir no longer did lock and using tape on it. The customer¿s blood glucose level was unknown at the time of incident. The customer was assisted with troubleshooting for damage. The customer was reported that the lip ring was came off of the reservoir compartment. The customer was advised to replace and to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.